Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Received the following information on 5/27/2010: (B) (6) female; dx: sigmoid carcinoma; procedure: lap. Sigma resection; date of procedure = (B) (6) 2010; date of leak = (B) (6) 2010.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2010. According to the complainant, during the procedure, the clip was attached to tissue however, the clip would not release from the catheter. The physician pulled the clip off the tissue and a tear was noticed. It was reported that the event did cause additional bleeding. The case was completed with two more resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4). (B) (4). (B) (6).

Event description:
It was reported that following an unknown procedure, the surgeon suspects leakage several days post operatively. The patient had to be re-operated due to leakage. Additional information was requested.facility is unwilling to provide information.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.